Event description:
The patient reportedly experienced overly loud simulation that occurred with or without the use of the external equipment. Testing performed by the clinic confirmed that the cochlear implant was functioning. During the testing session at the center, it was reported that the patient experienced seizure-like symptoms (body tightened, patient was unresponsive and felt extremely nauseous) that resolved. X-ray results indicated a full insertion. A company representative met with the patient to conduct further device evaluation. Even without power to the device, the patient reportedly experienced uncomfortable and overly loud stimulation. Therefore, device testing was limited and incomplete. The doctor has prescribed neurological evaluation to be performed. The patient continues to be monitored.